Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator is running on battery and turns itself off while in use on patient. The customer reported the device was in use, but there was no patient harm reported

Manufacturer narrative:
.